Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had multiple cuts in the cable cord. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The investigation also identified: poor color image. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. In addition, the following non-reportable malfunctions were found during the device evaluation. Faulty charged coupled device (ccd). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had multiple cuts in the cable cord. The event occurred during reprocessing. There were no reports of patient involvement.